Event description:
A positive advia centaur (B) (6) pt result was reported to the physician. The same pt sample was retested later that day and (B) (6) result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B) (6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to lack of wash 1 fluid, caused by a crack to the wash 1 straw. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.